Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was not able to duplicate the reported issue. The technician noted that the device's age is over 8 years and is passed the service life of the device. The root cause of the reported issue was unable to be determined. The device passed functional and performance testing and was returned to the customer without further repair.

Event description:
The customer contacted stryker to report that during intervention on a patient analysis was interrupted. From the electronic device data customer observed that the impedance waveform was greatly disturbed and lead-offs were frequently recorded. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that during intervention on a patient analysis was interrupted. From the electronic device data customer observed that the impedance waveform was greatly disturbed and lead-offs were frequently recorded. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.   Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.